Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11b19045 with no exceptions observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from the USA of peritonitis with culture positive for (B)(6) negative (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The nurse stated that there was no known contamination, that the patient has had two re-growths and that the catheter may have become seeded. Treatment information was not reported. On an unreported date in 2011, dianeal therapy was withdrawn and the patient recovered from the peritonitis. The nurse stated that the event of peritonitis was not related to dianeal therapy.